Manufacturer narrative:
Device not returned.

Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Reportedly, the cartridge was changed to address the issue. There was no adverse impact to customer¿s blood glucose level.